Event description:
Siderail had problems latching.

Manufacturer narrative:
Technician found worn latch and pins. Technician replaced latches, pins, and e-rings to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.